Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission with an alert for charge time limit reached. The patient was called in clinic for further assessment. The in-clinic capacitor maintenance was not completed successfully. Device was explanted and replaced.